Event description:
During a pm inspection of the 9900 sys it was reported that dvd operation was intermittent and there was excess charger failed error messages noted. There was no reports of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the dvd drive and the generator interface board pcb. The system was tested and found to be working as intended and placed back into service.